Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator required a corrective evaluation (therapy connector replacement). There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device required a corrective evaluation (therapy connector replacement). The fse visited the customer site, replaced the therapy connector, and conducted an operational test, which was successful. The device was returned to service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a malfunction of the therapy connector. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy connector to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.